Event description:
It was initially reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of duodenal stenosis located at the 'pancreas head d1/d2'. It was reported that the patient's anatomy was not tortuous. During the procedure, the stent was unable to be deployed. The device was removed from the patient's body and it was noted that "the same problem occurred outside the patient too". The procedure was completed with another wallflex enteral duodenal stent device. There were no patient complications reported as a result of this event, however it was reported that the procedure lasted approximately 15 minutes longer. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 180 mm from the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stainless steel shaft was kinked at several locations along its length. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent; however, the inner shaft was kinked at 20 mm proximal to the distal tip. The outer sheath was unable to be moved proximally or distally due to the stainless steel shaft kinks. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.